Manufacturer narrative:
The event occurred at (B)(6) in (B)(6). The patient weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced unspecified heart failure symptoms including respiratory discomfort. The patient was transferred to the hospital. The patient was admitted to the hospital from (B)(6) 2015 due to hemolysis, suspected pump thrombosis, and deterioration of respiratory condition due to bronchial asthma. The patient had a lactate dehydrogenase level of 2037 u/l and a hematocrit measurement of 39%. The treatment included an adjustment of the patent's anticoagulation regimen and cardiac catheterization.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, respiratory failure, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a routine heart transplant on (B)(6) 2016 and the pump was returned for evaluation.